Manufacturer narrative:
Concomitant medical products: 6947-65 lead, implanted: (B)(6) 2004.

Event description:
It was reported the patient is deceased. It was also reported a remote monitor transmission indicated there was noise on both the leads and possibly a fracture on the defibrillator lead. Upon review of the transmitted information the physician attempted to contact the patient. It was at this time it was learned the patient was deceased. Additional information was requested but is not known. Additional information was learned. It was later reported the patient developed failure to thrive, did not respond well to treatment and continued to decline. The patient no longer desired active treatment and wanted palliative care. The patient was transferred to hospice and expired. The patient was a participant in the wrap it clinical study. It was later reported the remote monitor transmission indicated there was a connector issue, an abrupt change in pacing impedance, and high sensing integrity count. The cause of death was listed as natural due to cardiac arrest, ischemic cardiomyopathy, and coronary artery disease. Of note, the date of the transmission occurred on the date of death. Additional information was requested but was not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.